Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for unexpected restart, external ram crc error, and spanish software alarm. No further information provided.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and unexpected restart test. No unexpected external ram crc error alarm, unexpected restart error alarm or history crc check failed error alarm noted during testing. However, history crc check failed error alarm found in alarm history due to corrupted history file. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.